Event description:
Consumer caleld to report testing with bd logic and obtaining a reading of 120. Drove to store, passed out in the store and an ambulance was called. Emt checked blood sugar readings and got a 43. Believes meter is not reading accurately.